Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer alleges humidifier caught fire. There was not a report of personal injury or property damage with this incident.